Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. It was reported that the patient experienced speed drops with corresponding low flow alarms and pump stop alarms. It was further reported that the patient had been in the clinic on battery power. The patient did not experience symptoms with the reported events. The patient¿s driveline had been covered in rescue tape in the past due to tears in the silicone, refer to (B)(6) regarding the previous superficial damage. It was reported that the patient was very active. The patient had not experienced significant weight changes. Labs and x-rays were completed. A system controller exchange was performed and reportedly the alarms resolved, and no further pump stop events occurred. The account submitted one image of the patient¿s driveline for review, which revealed that a majority of the driveline had been wrapped in white and clear tape. The account also submitted three x-ray images of the length of the driveline, which appeared unremarkable. The submitted log files contained events from 20sep2025 through 20oct2025. Intermittent pump stop and low speed events were captured on 11oct2025 while the patient was connected to the power module or 14-volt battery power. These events were associated with low speed advisory, low speed hazard, low flow hazard, and motor stop alarm flags. No other notable events or alarms were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook, rev. A are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. These sections also state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had two speed drops to 7500 rpms with corresponding low flow alarms less than 2.5 lpm. Log files were submitted for review and captured ten pump stops and eight low speed advisories on (B)(6) 2025. These alarms appeared to have occurred while the patient was connected to wall power and batteries. There were no other unusual events recorded in the log file event history. It was said that the patient was asymptomatic during the event and had rescue tape on their driveline from past tears to the silicone. It was also noted that the patient is very active with their two children and has had no significant weight changes. The system controller was exchanged, and additional log files were submitted for review. There were only two lines of data available post system controller exchanged, but the visible data appeared to be normal. Submitted images of the driveline also revealed no obvious standpoint of damage internally or externally. This was phase to phase short where two or more wires have insulation damage. Additional log files were submitted for review. It appeared that the patient had no alarms since the system controller exchange. The patient also noted that their new system controller does not get as hot as their previous system controller. It was also noted by technical services that the new system controller was set up between 1500-1503 and was connected to patient at 1527 on (B)(6) 2025.